Event description:
The patient reported wearing a pod on the arm for 36 to 48 hours. After pod use, the patient experienced soreness and discomfort at the insertion site. Upon pod removal, the patient observed redness, a raised area, blood, and yellowish discharge at the site. The patient reported that the pod was removed by a family member prior to seeking medical attention because the patient was uncomfortable keeping the pod in place. The patient sought emergency room care on an unknown date in early (B)(6) 2025; the incident date was documented as (B)(6) 2025, based on patient estimation, as the exact date could not be recalled. The emergency room visit lasted approximately one hour, and the patient was discharged the same day. The patient reported receiving a diagnosis of skin infection and was treated with oral antibiotic therapy (cephalexin 500 mg), prescribed as one capsule four times daily for five days. The patient reported successful resumption of insulin therapy with application of a new pod following the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.